Event description:
Customer alleged blood glucose results of 346 mg/dl, 183 mg/dl, and 143 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms and did not treat or act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.